Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. It was noted that the ventricular lead had slack that was taken up and that led to high capture threshold. The slack of the lead was restored. The patient was stable during and post procedure and will continue to be monitored normally.